Manufacturer narrative:
(B) (4).

Event description:
The patient visited the hospital due to sudden loss of neurostimulation therapeutic effect. Device interrogation revealed impedances greater than 4000 ohms. The hcp suspected the lead was fractured. The lead was scheduled to be replaced on (B) (6) 2009. There was no health hazard associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.